Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during the procedure while using electrohydraulic lithotripsy (ehl) to treat a gallstone, the spyscope ds ii image went out and the hospital did not have a backup so the case was concluded leaving the gallstone in place. The picture started to flicker during ehl and the spyscope was unplugged and plugged back into the spyglass digital controller to recover the picture, but eventually the screen went gray with dots and the picture was completely lost. The spyglass digital controller has been confirmed to work as intended since the reported event. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.